Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Your reported issue of material on the catheter tip that matched the catheter adapter material was confirmed and the cause appeared to be manufacturing related. Three photographs and one 22g insyte autoguard device were provided for investigation. The push-off tab was fractured on the catheter adapter, which likely occurred during assembly. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about deposits found on the catheter tip before use. It was reported that deposits of the same color as the hub were found on the catheter tip. The needle was immediately retracted, and the actual item was reported.